Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the error 8 (power interrupt) error message cannot be confirmed due to the button not responding. No adverse event reported. Requested return of the alleged pump for evaluation.